Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was removed and replaced due to 'multiple shocks in sinus rhythm.' Further information indicated that the lead was loose within the pocket (loose setscrew connection); the ICD was replaced electively. The lead remains implanted with the replacement ICD.